Event description:
Reportedly, during the interrogation of the kora and esprit models of pacemakers, when running the automatic tests, pressing the button to advance to the next test causes the end of the interrogation abruptly. The same error occured with both models.